Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Event description:
Boston scientific received information that this device was explanted due to normal battery depletion. This device had declared the battery status elective replacement indicators (eri) with a monitoring voltage of 2.68 volts and charge time of 19.7 seconds. Subsequently, this device was returned to boston scientific for laboratory analysis. No adverse patient effects reported.

Manufacturer narrative:
Analysis is currently ongoing. Once analysis is complete this event will be updated and resubmitted.

Event description:
--